Event description:
The customer reported that the system produced uncommanded x-rays during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.